Event description:
It has been reported to philips that, fluro and cine was not happening. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) checked the system onsite and found that the fluro and cine were not happening. Upon troubleshooting, fse found that the frontal ippc was failed to boot up. To resolve this issue, fse restarted the system and the ippc was booted up. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.